Event description:
The customer contact reported no flow. The tubing set was to be used to deliver 200ml of flebogamma. It was reported that after the nurse primed the tubing set, the cassette was loaded into the gemstar pump. The pump was programmed for a "slow tapper up" and the delivery was started. No specific programming parimeters were provided. After an unspecified length of time in use, the nurse noticed solution was not delivering. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received